Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast capsular contracture, right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor smooth round moderate profile 525cc gel breast prostheses developed baker grade ii capsular contracture in her left breast. In addition, the patient¿s right breast prosthesis has deflated. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 11-feb-2020, mentor received additional information about the event: the patient had her removed breast prostheses replaced with mentor smooth round moderate profile 575cc saline breast prostheses. The patient developed bilateral baker grade ii-iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/31/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).